Event description:
Caller reported a malfunction on the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within an acceptable range. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue. No further malfunction codes appeared after the reset, and the caller was advised to call back if any issues recur. There was no adverse impact on the customer's blood glucose level.